Manufacturer narrative:
(B)(4). Currently, it is unknown whether, or not the device may have caused, or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump buttons were hard to press. Insulin pump was louder and took lot longer to rewind, and also received random no delivery alarms. There was scratches and rainbow on insulin pump screen make it hard to see display. Insulin pump rejected new batteries, and backlight was dim even though battery was not low. The customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.